Manufacturer narrative:
(B)(4). The distributor in (B)(4) determined that the most likely cause of the reported event was that the device¿s air/o2 blender in the gas delivery engine (gde) was malfunctioning. At present there are no replacement parts available. Once available, a replacement gas delivery engine (gde) will be provided to the distributor in (B)(4) to repair the device and return it to service.

Event description:
The distributor in (B)(4) reported that the device's fio2 delivery is not the same as the fio2 setting on the device. There is no report of patient involvement.